Event description:
Caller states the pt tested 1.6 inr on coaguchek xs system 1 and 2.5 inr on coaguchek xs system 2 during duplicate testing. No acton taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 2. Reference medwatch with for coaguchek xs system 1.